Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Continuation of medical devices: dtba1d1 ICD implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing, and noise. The lead was reprogrammed. Ap proximately three days later the lead was alerting for low impedance. The alert limit was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.